Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump was exposed to moisture due to insulin pump falling into water. It was reported that as a result, there was fluid under display screen. Customer's blood glucose was 67 mg/dl. Customer was advised that insulin pump would need to be replaced.